Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was blank and not communicating. The field service engineer guided customer for a 45-minute hard shutdown. Fse verified power cables were connected at supply at wall outlet. Fse advised the customer to reset the ground fault circuit interrupter and nurse removed medication. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had device screen blank and was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.